Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient has an aspiration of the right hip due to infection.

Manufacturer narrative:
Additional information: the associated complaint device was not returned. Date of implantation of device and source of the reported infection are not provided. Additionally, the exact part, lot and batch number are not available at this time to provide the DHR report. No further clinical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.